Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets were in the closed position with a gap between the coaptive ridges of the right cusp and non-coronary cusp. The right cusp appeared slightly stiff but flexible except where host tissue was present. The left cusp and non-coronary cusp were stiff due to brown thrombotic-appearing host tissue on the outflow. All commissures were intact. Remnants of tan-brown glistening, thrombotic-appearing host tissue was noted along the inflow margin of attachment and sewing ring. Tan-brown thrombotic-appearing host tissue filled and stiffened the outflow left cusp and non-coronary cusps. Radiography showed no evidence of calcification on the valve. Conclusions: the investigation is in progress. A supplemental report will be filed upon its completion. D10: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the thrombus could not be determined with the available information. Thrombus is a known potential adverse event following the implant of a bioprosthetic heart valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: t 510c29, serial/lot #: unknown, ubd: unknown, UDI#: unknown, PMA#: p980043. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 31mm bioprosthetic mitral valve, echocardiography revealed left ventricular failure with an ejection fraction of less than 30% and pericardial effusion, which was drained of approximately 200 ml fluid. Four and a half hours later, a second echocardiography showed that 2 leaflets of the valve had thrombus and clots in the left atrium and left ventricle with an ejection fraction of 20%. The patient was taken to surgery where the 31mm bioprosthetic valve was explanted and replaced with a 29mm bioprosthetic valve of the same model. During explant of the 31mm valve, clot that extended from the left atrium to the left ventricle via the mitral valve was removed. The next day the patient expired. The cause of death was reported to be cardiogenic shock secondary to left ventricular failure. It is unknown if an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that the reason a 31mm bioprosthetic mitral valve was used instead of a 29mm bioprosthetic mitral valve was to avoid injury to the valve ring, since there is always a risk of injury to the valve when the anterior valve is removed, even if there is no evidence of this at the time of surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that 1 day post implant of this 31mm bioprosthetic mitral valve, echocardiography revealed left ventricular failure with an ejection fraction of less than 30%. It was reported that 200ml of plueral fluid was drained, but echocardiogram did not show a pericardial effusion. Four and a half hours later, a second echocardiography showed that 2 leaflets of the valve had thrombus and clots in the left atrium and left ventricle with an ejection fraction of 20%. The patient was taken to surgery where the 31mm bioprosthetic valve was explanted and replaced with a 29mm bioprosthetic valve of the same model. During explant of the 31mm valve, a clot that extended from the left atrium to the left ventricle via the mitral valve was removed. The next day the patient expired. The cause of death was reported to be cardiogenic shock secondary to left ventricular failure. No autopsy was performed. Added patient weight to field a4 updated event description b5 updated coding to field h6 other relevant device: product ID: t510c29, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.